Event description:
It was reported that oversensing due to loss of capture was observed on the right ventricular (rv) lead. Additionally, loss of capture was observed on the left ventricular (lv) and right atrial (ra) leads. No intervention was performed to resolve the event. The patient experienced a low heart rate but was in stable condition.